Event description:
It was reported via repair work order that the backrest would stay up and support weight due to a bent cross bar. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.